Event description:
It was reported that at the time of implant placement, the mount screw would not disengage from the implant. The doctor had initial stability but when she tried to remove implant mount, the implant lost stability. Patient will have a new implant placed after healing.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Additional 510(k) number is k101880.

Manufacturer narrative:
One (1) imp,tsv,4.7,10,mtx,mg (tsvtwb10), was returned for investigation. The mount was not returned. Visual evaluation of the as returned product identified that during a functional test of the implant was able to release from the mount, using an in-house mount. No malfunctioned was identified that would contribute to the events. A pre-existing condition noted on the per was moderate bone density (type ii). The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: warnings, precautions and breakage. Per the applicable IFU, it is stated that improper technique can cause device failure. DHR review: DHR review was completed for the subject lot numbers (1237382). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Post market trending review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported events (does not disengage/release & unable to place implant into osteotomy) or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information and functional testing, device malfunction did not occur and the reported event (does not disengage/release) was non-verifiable since, the bundle mount was not returned. Additionally, device malfunction has not occurred for the implants, could not be verified for the mount and the reported event does not disengage was unconfirmed. Additionally, the reported event unable to place implant into osteotomy is non-verifiable, with the information provided. Sections updated: b4: date of this report d9: device availability and product return date: g3: date investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated h6: adverse event problem codes h10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.